Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation, but has not yet been received. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the cypher select stent did not cross. It was unable to deploy and broke during the procedure in the patient. An s. Pro-kinetic stent with a shorter length 22mm vs. The 23mm cypher and a larger diameter 2.75 vs. 2.5 was used to successfully complete the procedure.